Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose of 600 mg/dl with nauseous feeling and insulin pump went blank. The customer changed her site and then blood glucose went down to 250 mg/dl. The troubleshooting was not completed. The device will not be returned for analysis.